Event description:
It was reported that on (B)(6) 2013, during a right coronary artery (rca) stenting procedure, a xience xpedition 3.5 x 15 mm stent delivery system (sds) was advanced through a moderately tortuous, heavily calcified, saphenous vein graft to the rca lesion meeting much resistance with the anatomy during advancement. The xience xpedition 3.5 x 15 mm sds would not cross the lesion and was removed without difficulty. Outside the patient, as the physician was removing the inflation device from the sds, the sds broke into two pieces at the hub of the device. Another xience xpedition 3.5 x 15 mm sds was advanced with a guideliner, but would not cross the lesion due to the patients anatomy and was removed without difficulty. Another xience xpedition 3.5 x 12 mm sds was used successfully for the procedure with the same guide liner. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.